Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion. It was noted at the last interrogation four months earlier the estimated battery longevity was at 40 percent a current estimated longevity was not provided. At this time the s-ICD remains in service and no adverse patient effects have been reported.